Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A family member states the internal battery depleted alarm occurred. The device lost power therefore the family began ambu bagging on the patient. At that time the patient spo2 reportedly dropped in the 70% range. The ambulance arrived at the patients home and they continued ambu bagging and administered o2. A sales rep arrived at the patients home and confirmed the reported issue. The rep returned the device to the sales office and connected the power cable, but the ac lamp did not turn on. After a few minutes the device started up and initiated delivery of airflow with the power lamp illuminated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Operational checking was performed, and it was confirmed that the ac power indicator was illuminated and that the device was being charged. The device's power supply and system pca was replaced as prevention.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A family member states the internal battery depleted alarm occurred. The device lost power therefore the family began ambu bagging on the patient. At that time the patient spo2 reportedly dropped in the 70% range. The ambulance arrived at the patients home and they continued ambu bagging and administered o2. A sales rep arrived at the patients home and confirmed the reported issue. The rep returned the device to the sales office and connected the power cable, but the ac lamp did not turn on. After a few minutes the device started up and initiated delivery of airflow with the power lamp illuminated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.